Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6)2017, 884 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted (lot no. B94875) for female sterilisation. The patient had a medical history of uterine prolapse, rectocele (exam under anesthesia confirmed grade 2 to grade 3 uterine prolapse as well as grade 2 to grade 3 rectocele), parity 2, multi gravida and abdominal pain (pain description: nature: sharp, stabbing. Location left. Radiation: sacrum. Duration 2 mos episodically. Cyclicity. Noncyclic). Previously administered products included: anaprox.. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1209 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (transvaginal hysterectomy. Posterior repair.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery- no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: indications: follow up exam after surgery. Tubal implants. Procedure : hysterosalpingogram. Results: there is no evidence of contrast material beyond the implants indicating successful blockage of the fallopian tube. Patient tolerated the procedure well. Impression: successful blockage of the fallopian tube. [Pathology test] on (B)(6) 2017: surgical pathology report: final pathologic diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy, bilateral salpingectomy: cervix: ¿ mild chronic cervicitis. Endometrium: ¿ proliferative phase. ¿ metallic iuds in place in right and left cornu of endometrial cavity ¿ no hyperplasia or malignancy. Myometrium: ¿ focal adenomyosis. Serosa: ¿ 0.6 cm benign subserosal cyst, otherwise normal histology. Bilateral fallopian tubes: ¿ normal histology. Gross description: no endometrial polyps are identified. Two metallic iuds are in place in the right and left cornu of the endometrial cavity. The metallic iuds in place in the bilateral endometrial cornu are removed. Lot number: b94875, expiration date: 2012-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted (lot no: b94875) for female sterilisation. The patient had a medical history of uterine prolapse, rectocele (exam under anesthesia confirmed grade 2 to grade 3 uterine prolapse as well as grade 2 to grade 3 rectocele), parity 2, multi gravida and abdominal. Pain (pain description: nature: sharp, stabbing, location left. Radiation: sacrum. Duration 2 mos episodically cyclicity. Noncyclic). Previously administered products included: anaprox.. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1209 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (transvaginal hysterectomy. Posterior repair). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: indications: follow up exam after surgery. Tubal implants. Procedure: hysterosalpingogram. Results: there is no evidence of contrast material beyond the implants indicating successful blockage of the fallopian tube. Patient tolerated the procedure well. Impression: successful blockage of the fallopian tube. [Pathology test] on (B)(6) 2017: surgical pathology report: final pathologic diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy, bilateral salpingectomy: cervix: mild chronic cervicitis. Endometrium: proliferative phase metallic iuds in place in right and left cornu of endometrial cavity no hyperplasia or malignancy. Myometrium: focal adenomyosis. Serosa: 0.6 cm benign subserosal cyst, otherwise normal histology. Bilateral fallopian tubes: normal histology. Gross description: no endometrial polyps are identified. Two metallic iuds are in place in the right and left cornu of the endometrial cavity. The metallic iuds in place in the bilateral endometrial cornu are removed. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Medical history & lab data added including pathology test. Reporter information added. Lot number added. Non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 884 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.